Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 49 mg/dl at the time of incident. Troubleshooting found that the pump got wet in the ocean and the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to verify the motor error and perform functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all the operating current tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. Moisture damage was found on the electronic and motor assembly.